Event description:
Hcp reported the pt had "infection hardware". The pump and the catheter were explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received. Numerous attempts have been made to obtain this info from the hcp.